Event description:
It was reported via repair work order that the hi/lo lift was not working properly. It was also reported that the bed cable was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was inoperable due to a damaged sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the hi/lo lift was not working properly and the ibed cable was broken. Follow-up submitted as further investigation determined the head end lift was inoperable due to a damaged sensor coil cord and there was no malfunction with the ibed cable.